Manufacturer narrative:
The customer reported that the transmitter inflates and just stays full but never takes a pressure. The customer has replaced the cuff and batteries and the issue stays the same. Customer stated it inflates to 180 and just stays and never times out. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. When the transmitter was received and examined it was noted that the transmitter had evidence of fluid intrusion and was contaminated. The unit was properly disposed of in nihon kohden's biohazard location. Customer was provided with a transmitter exchange. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter inflates and just stays full but never takes a pressure. The customer has replaced the cuff and batteries and the issue stays the same. Customer stated it inflates to 180 and just stays and never times out.